Event description:
The customer called to report being hospitalized with a high blood glucose reading of 800 mg/dl. The customer was brought down to 300 mg/dl, then dropped to 30 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. A tubing clamp was sent to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.